Event description:
My son using the trilogy 100 is 24/7 ventilator dependent. Black particles filled the external filter and made it down the circuit somehow even past the hme in line and his trach secretions turned brown and he required supplemental oxygen and breathing treatments (nebulizer , cough assist and trach suctioning) his oxygen saturations dropped into the 80s even with supplemental oxygen. I switched the vent to his backup vent and changed out the filter. I had to call the respiratory company to replace the malfunctioning vent with the same brand as that's all they had. I am trying to get more info on the long term effects of this exposure. Nobody seems to have answers. We were renting the vent from (B)(6) medical in (B)(6). They took it back today. FDA safety report ID# (B)(4).